Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 10-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples were visually inspected and tested for click and static pull. The test results were found within specifications. The batch record 6000880 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed from, which requires additional activities not included in the original investigation dated 15/nov/2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10/mar/2026 against lot number 6000880 and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 6000880 and the identified failure mode are not associated with any non conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 10/mar/2026 against "lot number" criteria equal "6000880" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The number of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6000880 was manufactured according to work instruction (wi) version 90.0 and manufactured in the m10, on 25/apr/2023 with a total of (B)(4) units. The sub-assembly: welding. Lot 3d02548 was manufactured according to the wi version 30 and manufactured in the machine ls06, ls24 and ls25, on 24/apr/2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing. Lot 3d02599 was manufactured according to the wi version 55 and manufactured in the machine sc06 and sc05 on 25/apr/2023, with a total of (B)(4) units. Lot 3d02597 was manufactured according to the wi version 55 and manufactured in the machine sc05 and sc06, on 24/apr/2023, with a total of (B)(4) units. The sub-assembly: gluing of connector lot 3d02532 was manufactured according to the wi-4905088 version 35 and manufactured in the machine mp03, on 24/apr/2023, with a total of (B)(4) units. The DHR was reviewed in accordance with applicable procedures. The review confirmed that lot number 3d02532 was associated with nc 1658408 to the implementation of the sap system. This nonconformance is not related to the reported failure mode. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had experienced the infusion set tubing detachment from the connector event on (B)(6) 2023. The blood glucose at the time the issue was noticed was 110 mg/dl. The infusion set had been in use for fifteen hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.